Event description:
The customer reported via phone call that they received a motor error alarm during normal use. Customer's blood glucose was over 300 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. The insulin pump passed displacement test.